Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver and app looping between start sensor and signal loss was reported. Data was provided for evaluation. Confirmation of the issue and a probable cause could not be determined. No additional event or patient information is available.